Event description:
It was reported, the subject device had a crackling noise. The issue was found during an unspecified therapeutic procedure and with the risk of a complete e222 blackout the procedure was completed using a similar device. No delay and no patient harm were reported by the customer.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The customer's allegation was not confirmed. No problem detected. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.